Event description:
During an implant procedure, it was reported the set screw for the right ventricular (rv) lead was stripped on the device header when attempting to connect the rv lead. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) when received. Analysis revealed the rv (df4) set screw was backed out from its thread as a result of unscrewing the set screw too far and it contained septum material inside the cavity. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.